Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post right ventricular (rv) lead replacement, the implantable pulse generator (ipg) exhibited undefined rv impedance qualified as high, high rv thresholds and stimulated impulses could not be delivered successfully. It was also reported that the rv lead connector port was found to be soaked with blood. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.